Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reported blurry distance vision. The pt has excellent near vision. There are two mdrs associated with this event: MDR # 1119421-2007-00465.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 10/11/2007 by fax and mail. Pt records were received 10/10/2007; additional info was received by phone on 10/16/2007.